Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the cable connected to the generator board was loose and detached, which caused error e433. Error e433 is triggered by the device¿s safety system and occurs during device startup if the effective value of the output signal which is set for testing falls below the intended limit of 130 volts. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found the high voltage power supply (hvps) board was faulty resulting in e433 error, the monopolar socket was corroded. The fault detection and the motherboard was faulty resulting in e214 error. The device history records indicates the device was manufactured according to valid instructions and met all specifications. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the hf unit "esg-400" displayed error code e433. There was no procedure involved. And there were no reports of patient harm.